Event description:
It was reported that this valve was explanted at implant due to mitral regurgitation as seen on tranesophageal echocardiography and by direct vision. It appeared that one of the leaflets was moving slower than the other two. No further information was provided.

Manufacturer narrative:
H6: device not returned.